Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that while assisting the basic evaluation patient in switching sides, the patient noted that they felt their stimulation near the incision site.